Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw mark noted on terminal pin at correct location. The lead passed electrical testing. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to have exit block and exhibited high pacing thresholds. The rv lead was explanted. No additional adverse patient effects were reported.